Event description:
It was reported that the customer experienced occlusion alarms prior to the low blood glucose (bg) level experienced. Additionally, customer experienced a 0.1 mmol/l ketone level. The customer consumed "lollies and porridge" to address the low bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 36 mg/dl and customer lost consciousness; suspected cause was an unintended bolus from the pump. Reportedly, the customer could not recall delivering the bolus; however, customer suffers from severe hallucinations. Customer was monitored in the emergency room (ER) for 18 hours. Customer was released from the ER with bg between 171-172 mg/dl with the issue resolved.